Manufacturer narrative:
(B)(4). Complaint stated that the device was not seated and the package was not sealed. It also states that tyvek was wrapped around the jaw. The package was visually inspected. Tyvek was peeled back on two opposite corners of the blister. Tyvek was not around the instrument jaw. There was evidence of complete seal transfer around entire circumference of blister flange. Tyvek was examined under black light to confirm that seal transfer had taken place on entire blister flange, including the portions that had been peeled back. The blister was bowed either due to storage position or weight on top of the package. The blister was not bowed prior to sealing process or there would be differences in the seal adhesive transfer to the blister. There were no cuts or holes in the tyvek. It cannot be determined when the corners of the tyvek had been peeled open. All packages at ees are 100% visually inspected prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a colectomy, the device was pulled and it was noted that the device was not sterile. The device was not seated into the packaging mold and the tyvek was not sealed. The tyvek was wrapped around the jaw of the instrument. Making the device unsterile. Another device was used to complete the case. There was no adverse consequence to the patient.